Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: induration and pain." Healthcare professional later reported "capsular contracture" baker grade ii, "silicone-induced granuloma" and " intramammary lymph node in the inferolateral quadrant of the right breast (8h), with 0.8cm in the least axis".

Event description:
Healthcare professional reported right side "induration and pain." Healthcare professional later reported "capsular contracture" baker grade ii, "silicone-induced granuloma" and " intramammary lymph node in the inferolateral quadrant of the right breast (8h), with 0.8cm in the least axis" via MRI. Device remains implanted.